Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing disconnected from the infusion set when opened the package at the quick release. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.